Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported the heater cooler had difficulty cooling below 11 degrees. The device was used to conclude the procedure. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to the pt as a result of this event.